Event description:
The pump was returned for investigation. Evaluation revealed the display is dim and battery compartment is cracked. This report is made based on results of investigation completed on 07/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2014 with the following findings:evaluation revealed that the audio bolus button cover is detached/missing. The display is dim/fading/reddish. The battery compartment is cracked below finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).